Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: device was returned for analysis. During visual inspection, it was noted that the coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. Microscopic inspection revealed that the zap tip shape and surface was smooth. Dimensional inspection was performed and the device was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 24aug2015. It was reported that the coil got stuck inside the catheter. The target area was located in the femoral artery. A 8mm x 40cm interlock¿-35 was selected for embolization of a pseudo aneurysm. During the procedure, continuous flushing was done through a non bsc microcatheter. The physician then attempted to advance the device; however, the physician noted that the ability of the device to push was not working well and the coils were blocked inside the microcatheter. The system was removed from the patient's body and was replaced with another of the same interlock system and completed the procedure. No patient complications were reported and patient's condition is stable. However, device analysis revealed that the interlocking arm of the coil had been pulled off.